Event description:
Boston scientific received information that this patients right ventricular (rv) lead exhibited intermittent loss of capture, out of range impedance measurements of greater than 1800 ohms, and was suspected to be fractured. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was inadvertently thrown away by hospital staff and will not be returned to boston scientific.